Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the pacemaker showed inappropriate mode switching due to far-r wave over-sensing. There were no patient consequences. No revision was reported.